Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, past similar case and the cautions described in the instruction manual, omsc presumed that the reprocess after the previous procedure was inappropriate then the air/water nozzle was clogged with foreign matter such as residue of body fluid/chemical solution. The instruction manual of the subject device states appropriate reprocessing method. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the air/water nozzle had been clogged with foreign material. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at (B)(4). Omsi checked the subject device and found the reported phenomenon. Also there was the possibility that insufficient or incorrect reprocessing subject device had been used for next procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.